Manufacturer narrative:
(B)(4)

Event description:
It was reported that when an asymptomatic patient presented to the clinic for routine follow-up, post-paced t-wave oversensing was observed. Patient did not receive therapy during the oversensing. Programming changes were made during the device check. Further programming changes and performing an induction test were recommended. No further information available.

Manufacturer narrative:
(B)(4).

Event description:
New info received: an asymptomatic patient presented in-clinic for a routine device check. Patient felt fatigued. Device was post-paced t-wave oversensing on the ventricular channel. Recommended programming changes were made. Patient was stable.